Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient with an edwards surgical valve underwent a valve in valve procedure. As reported, the patient had a surgical 23 mm magna ease in the aortic position and was sized for a 23 mm s3ur. The tavr valve implanted without issue. Initial gradient on pull-back was 3 mmhg. There was mild/moderate ai on root shot (central and pvl). The team attempted to fracture with a 24 mm true balloon, valve did not fracture. Ai then went from mild/mod to mod/severe by tee. Coronary heights were not adequate to put in another sapien valve at the time. The patient was stable and the team removed everything from the body and was considering a staged surgical avr.

Event description:
Edwards received notification from a field clinical specialist that a patient with an edwards surgical valve underwent a valve in valve procedure. As reported, the patient had a surgical 23 mm magna ease in the aortic position and was sized for a 23 mm s3ur. The tavr valve implanted without issue. Initial gradient on pull-back was 3 mmhg. There was mild/moderate ai on root shot. Post-dilation was performed twice due to a ''waist'' on the thv. During the first post-dilation, the 24mm balloon ''migrated to the aortic side''. Ai then went from mild/mod to mod/severe by tee. Coronary heights were not adequate to put in another sapien valve at the time. The patient was stable and the team removed everything from the body and was considering a staged surgical avr due to the risk of coronary occlusion. The esheath and sheaths were removed, hemostasis was achieved, and the patient was transported to the ICU in stable condition. The complication noted was moderate to severe intra-valvular aortic insufficiency. Echo on pod #2 showed that the tavr valve was well seated with severe central aortic insufficiency and no pvl. Mean gradient of 6 mmhg. Additionally, on pod #2 the tavr valve was explanted and replaced with a 21mm edwards surgical valve. The patient was stable on low-dose inotropic support and was transported to the ICU.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. The device was not returned for evaluation as it was not returned. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central regurgitation was confirmed based on the medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''valve in valve procedure... The patient had a surgical 23 mm magna ease in the aortic position and was sized for a 23 mm s3ur. Post-dilation was performed twice due to a ''waist'' on the thv. During the first post-dilation, the 24mm balloon ''migrated to the aortic side''. Ai then went from mild/mod to mod/severe by tee.'' Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, the 23mm valve had a ''waist'' so post-dilation was performed with a 24mm non-edwards balloon, which lead to mild to moderate central regurgitation. A second post-dilation with a 24mm non-edwards balloon was performed and the central regurgitation increased to moderate to severe. During post-dilation, it is possible for the valve to be over expanded, which can lead to improper leaflet coaptation and thus lead to central regurgitation. As such, available information suggests that procedural factors (post-dilation with non-ew balloon) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.